Event description:
It was reported that a crimping tool was attracted to the magnet, and glanced off the forehead of a service engineer on its way to the magnet, lacerating the service engineer's forehead. The service engineer was examined by a physician and stitches were applied to close the wound.

Manufacturer narrative:
Ge healthcare's investigation indicates that there was unintentional negligence while handling ferrous tools by the service personnel. Service procedure require a ferrous crimper to connect cables. This tool was left unattended amongst the cable and was inadvertently moved into the attractive region of the magnet. The primary field service engineer was trained in magnet safety. All required safety mitigations were present. There was no malfunction of the system. Safe servicing and handling procedures have been reiterated, and the field service beginners have completed mr suite safety training. No further action is required at this time.

Manufacturer narrative:
Patient age and weight currently not available. The initial reporter is located outside the u.s., and therefore initial reporter information is not provided due to country privacy laws. The crimpers were successfully removed from the magnet by ge field service engineers following validated ge service procedures. Service engineers have had magnet safety training and the magnet warning sign is posted on the door to the magnet room. Magnets inherently attract ferrous objects. The magnet functioned within specification when it attracted the ferrous object. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.